Event description:
It was reported to boston scientific corporation on october 23, 2018 that a flexiva 200 laser fiber was opened for use in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, the laser fiber was noted to broken upon opening the package. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broken. Investigation result the fiber was returned broken into two pieces. The first piece measured approximately 43.2 cm from the top of the connector to the break. The second measured approximately 265.7 cm from the break which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 07:47 am CT.the report number is being corrected from: 3005099803-2018-62118 to: 3005099803-2018-61325.

Manufacturer narrative:
(B)(6) captures the reportable event of fiber broken. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018, that a flexiva 200 laser fiber was opened for use in a ureteroscopy procedure in the kidney performed on (B)(6)2018. According to the complainant, during preparation and outside the patient, the laser fiber was noted to broken upon opening the package. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.